Manufacturer narrative:
Previously the manufacturer was submitted report for reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices and also (device) problem code grid was wrong in this report, now code is corrected and updated. But also it is a not reportable so cancel the previous MDR 2518422-2024-45460- file. In box b, box g and box h sections was updated/corrected.

Event description:
The manufacturer received information alleging skin irritation, nausea, vomiting, and inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.